Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that the old implant stopped working. The patient expressed they feel uncomfortable and rather to no share any information over the phone.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2fwt0, implanted: (B)(6) 2021, explanted: (B)(6) 2026, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The patient reported during the pre-op of the full replacement yesterday that she would like the device to be interrogated since she believes it caused issues for her during the life of the implant. She said she has had pains that feel like shocks, and she is curious if they could have been from the device. The office did a device check (the rn there checks the device), and impedances were noted back in (B)(6) as well as battery life being low so the full replacement was scheduled. The patient now mentioned yesterday the shocking sensations she experienced a few times throughout her implant. She said it was at least 4 times. Once pretty soon after she was implanted, once a few months later, (B)(6) 2025 and (B)(6) 2026. Unsure of exact dates. They reported pain, discomfort/ soreness/ pinching/ache/pressure.